Event description:
Pt was tested on suspect device and reported an inr of 4.5. The next day pt re-tested using the suspect device and reported an inr of 4.7 lab comparison resulted in 2.4. No treatment was administered as a result of suspect meter results. New strips were provided. Additional tests to be performed and results to be reported.

Event description:
Pt was tested on suspect device and reported an inr of 4.5. The next day, pt was re-tested using the suspect device and reported an inr of 4.7. Lab comparison resulted in 2.4. No treatment was administered. Additional tests to be performed and results to be reported.